Event description:
It was reported that during a thoractomy procedure, the device appeared to function normally. Six days later, the patient had a significant air leak and had to be reoperated on. The surgeon found that 2/3rds of the bronchial stump had staples that were not completely closed. Sutures and a patch were used to close the leak. The patient has been released and is doing well.

Manufacturer narrative:
Date sent: 08/21/2007. Disposable-pro. Information not available, device not returned for analysis.